Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: none. Symptoms/ae: unintended site. Time of symptoms: during procedure. It was reported that during a right internal carotid artery pta stenting procedure, the stent was deployed in an unintended site. As the physician was attempting to place the stent in the target lesion, there was a lot of respiratory variations causing the stent to move forward and backward. This resulted in the stent being placed in an unintended site. The proximal part of the stent was barely covering the carotid bulb lesion. This was followed by deployment of a second stent that covered the carotid bulb and overlapped the previously placed stent. Additionally, the patient experienced hypotension and bradycardic during the procedure that was treated with medication and lasted less than 24 hours. The patient was discharged to home 3 days later, the prolonged hospitalization was not related to the carotid procedure, but complications related to pre-existing medical conditions. Although requested, there is no additional information available.